Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) checked system and confirmed that there is a problem with the host pc. Upon troubleshooting fse found that host pc has internal issue with video and found intermittent issue with ippc. The cause of the host and ip pc failure conclusively determined by the supplier's part analysis, for host pc the failed component was k600 video card, and the failure description was no video output and for ippc the failed component was ram, and the failure description was outdated ram. To resolve the issue fse replaced ippc with new drives, and host pc and recreated image store. After replacement of ippc and host pc the system returned to use in good working condition. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that there was a problem with the host pc. No harm to the patient or user has been reported. Philips has started an investigation of this complaint.